Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer reported that they were implanting an axsos iii proximal medial tibial plate and that the head of a cancellous screw sheared off during surgery.